Event description:
The customer stated he was hospitalized for low blood glucose. No blood glucose reading was reported. The customer stated he usually experiences low blood glucose levels at work toward the end of his shift. Troubleshooting was performed, and the insulin pump was programmed correctly and it passed displacement test.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. The insulin pump passed the displacement tests. No further testing was done due to the prime anomaly.